Event description:
This unsolicited case from united states was received on 27-nov-2017 from the pharmacy buyer. This case concerns a female patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced antalgic gait, quite bit of discomfort, mild warmth on palpitation, diffuse tenderness, large infusion/85 ml of cloudy fluid was aspirated from the right knee. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml, once (indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020) in the right knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced antalgic gait, quite bit of discomfort, mild warmth on palpitation, diffuse tenderness, large infusion. It was reported that 85 ml of cloudy fluid was aspirated from the right knee and cortisone was administered. Patient was scheduled to follow up on (B)(6) 2017. Corrective treatment: not reported for device malfunction; cortisone for other events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented seriousness criterion: required intervention for all the events additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later had antalgic gait for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Furthermore, the concerned lot number has been identified to have malfunction by the company. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 27-nov-2017 from the pharmacy buyer. This case concerns a female patient (gender unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced antalgic gait, quite bit of discomfort, mild warmth on palpitation, diffuse tenderness, large infusion/85 ml of cloudy fluid was aspirated from the right knee. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml, once (indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020) in the right knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced antalgic gait, quite bit of discomfort, mild warmth on palpitation, diffuse tenderness, large infusion. It was reported that 85 ml of cloudy fluid was aspirated from the right knee and cortisone was administered. Patient was scheduled to follow up on (B)(6) 2017. Corrective treatment: cortisone for all the events. Outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all the events. Pharmacovigilance comment: sanofi company comment dated 1-dec-2017: this case concerns a female patient who received synvisc one injection and later had antalgic gait for which patient received steroid pack. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.